Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The manufacturer's fse performed remote troubleshooting and determined that the o2 valve needed to be replaced. The customer replaced the o2 valve and reports that this resolved the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text: customer resolved.

Event description:
It was reported that o2 is flowing when set to 21% and zero flow or pressure. There was no patient involvement.